Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance setting up a new ilet and experienced hyperglycemia with a highest blood glucose of 198 mg/dl that did not persist beyond 90 minutes, did not trigger device alerts, and was addressed with insulin injections. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education completed during the setup call. Investigation of this case revealed no device alerts or alarms during the event and no reported device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.